Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated she received a high blood glucose reading of 300 mg/dl. She stated that she felt light headed and her mouth was dry. Her normal blood glucose range is 120-130 mg/dl. The patient stated that she felt her power pack was low. She did not receive any messages warning her of a low power pack and her infusion device did not shut down. The patient stated that she was aware of the power pack recall. Her power pack was a week and a half old. The patient stated that she changed her power pack and bolused 4.8 units and within 2 hours her blood glucose returned to normal. Upon follow-up the patient stated that her blood glucose was still around 300 mg/dl. She stated that sometimes she forgets to bolus. She stated that she will speak with her doctor next week about the issue. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.